Event description:
It was reported that the patient felt fatigued. The atrial lead exhibited loss of capture and undersensing. A lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.